Event description:
It was reported that the patient underwent a heart transplant. The patient was listed impatient as a 2e status by exception due to chest pain and arrhythmias.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had a history of vt and vf before implant and the patient was cardioverted. The arrhythmia was reported to have resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between (B)(6) and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump header. The remainder of the pump cable, as well as the modular cable, were not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged and included tissue from the ventricle. The blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. The retrieved left ventricular assist device log files appeared to have captured the system operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that implantable cardioverter defibrillator (ICD) interrogation demonstrated a premature ventricular contraction (pvc) (delayed after depolarization) that triggered a polymorphic ventricular tachycardia (vt). The vt subsequently degenerated to ventricular fibrillation (vf) prior to receiving ICD shock with immediate conversion to sinus rhythm. The arrhythmia was not sustained but the patient had recurrent short runs of vt during their hospitalization. It was unknown if the patient had history of arrhythmia. The arrhythmia in this event was not thought to be device or therapy related.

Manufacturer narrative:
B5 - narrative information. H6 - adverse event problem codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.